Event description:
It was reported that the ilet user experienced hyperglycemia after being off the pump for approximately two hours for an x-ray. The user performed a site-only change, reported no bent cannula, noted no air bubbles or leaks, and the device continued to deliver correction doses with glucose trending down. Symptoms included hyperglycemia with a peak of 336 mg/dl, nausea, malaise, and muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method related to the pump being disconnected for an extended period of time, with the relevant device component being the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.